Event description:
During the preparation phase, it was observed that the disposable set encountered an issue with hepatic artery pressure measurement, leading to a false indication of a liver being on board. Despite troubleshooting efforts, the issue could not be resolved. The pressure continued to rise even after the tubing was removed from the pinch valve. Subsequently, the disposable set was replaced, allowing the perfusion to proceed. The liver was successfully transplanted following the perfusion.

Manufacturer narrative:
Investigation of the reported event is pending.

Event description:
During the preparation phase, it was observed that the disposable set encountered an issue with hepatic artery pressure measurement, leading to a false indication of a liver being on board. Despite troubleshooting efforts, the issue could not be resolved. The pressure continued to rise even after the tubing was removed from the pinch valve. Subsequently, the disposable set was replaced, allowing the perfusion to proceed. The liver was successfully transplanted following the perfusion.

Manufacturer narrative:
The disposable set was returned for investigation. Evaluation of the disposable set, including simulated perfusion found no anomalies and the reported event could not be replicated. The device data was unavailable for this event; however, the review of the perfusion data following this event showed that the metra responded appropriately throughout perfusion. A DHR review was conducted on the lot and no deviations from the established manufacturing process was identified. The root cause of the reported event could not be conclusively determined.